Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse did not find an instrument malfunction. The fse observed that the sample tube had aluminum foil covering the top of the tube. A global product specialist (gps) then evaluated the instrument data, and discovered that there had been error messages for inadequate level sensing when the sample was run. The level sensing had stopped at the top of the tube. The gps specialist recommended that the customer remove the aluminum foil before running the patient samples. The cause of the discordant, falsely low ca-125 is unknown. This instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant falsely low cancer antigen (ca-125) results were obtained on two patient samples on an immulite 2000 xpi instrument. The discordant low ca-125 results on the two samples did not match the patient history. The two samples were rerun neat and diluted. Patient sample 1 (neat) was tested in duplicate in the first run. Patient sample 1 was tested multiple times (neat), duplicate (1:5 dilution), and duplicate (1:10 dilution) in the second run. Patient sample 2 (neat) was tested in duplicate in both runs. It is unknown if the results were reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the discordant, falsely low ca-125 result.